Manufacturer narrative:
Concomitant medical product: 4058m45 lead, implanted: (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, three days post generator change, the patient experienced syncope. It was also reported that the right ventricular (rv) lead exhibited high thresholds, short v-v intervals, intermittent capture, progressing to loss of capture at high outputs and kinking of rv lead at ventricular port header, confirmed on chest x-ray. It was also reported that the right atrial (ra) lead exhibited high thresholds and kinking at ventricular port header, confirmed on chest x-ray. It was further reported that the kinking occurred at the implantable pulse generator (ipg) header. Both the rv lead and ra lead were capped and replaced. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.